Event description:
Upon entering the room, the healthcare practitioner noticed the intermittent pneumatic compression device was hooked up to the pt, but not on. The device was then turned on and the healthcare practitioner waited a few minutes. There was no number displayed on the device, and it did not inflate. The dial was turned up all the way to the + sign. The unit was immediately stopped, the device was removed, and a new unit was hooked up.